Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing threshold measurements. Impedance was also lower and xray showed that the lead looked farther out than it was. Boston scientific technical services (ts) suggested programming options. The physician decided to reposition the lead. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.